Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. During visual inspection of the returned complaint device, it was observed that the sheath tubing had unwound and completely separated into 2 segments. The break was measured to occur 19.8 cm from the proximal end of the sheath. The torn end of the proximal segment had approximately 10 cm of unwound/ribboned (B)(4) material. The separated distal segment of the sheath was measured to be 49.2 cm. Both segments showed signs of elongation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Precautions: do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath introduction: if using an introducer with aq hydrophilic coating, activate hydrophilic coating by wetting the outer surface of the device with heparinized saline. Note: for best results, maintain wetted condition of device during placement. Sheath removal: insert wire guide at least 10 cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire." Based on the information provided and examination of the returned device, it is feasible to suggest an excessive force had been used during removal of the device. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During an unknown procedure on (B)(6) 2016, the sheath broke off inside the patient. Both pieces were retrieved from the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
During an unknown procedure on (B)(6) 2016, the sheath broke off inside the patient. Both pieces were retrieved from the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.